Event description:
It was reported, "the nurse found that there was oozing at the patient's infusion site during the inspection, the nurse maintained the catheter, found that the catheter was broken after tearing off the film, the nurse removed the catheter after evaluation, and chose other infusion tools for treatment. The presence of fluid leakage affects the patient's outcomes."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong catheter in use. The catheter tubing appears to have been split in two. Both pieces of the catheter are observed, one of which was within the patient's arm. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "the nurse found that there was oozing at the patient's infusion site during the inspection, the nurse maintained the catheter, found that the catheter was broken after tearing off the film, the nurse removed the catheter after evaluation, and chose other infusion tools for treatment. The presence of fluid leakage affects the patient's outcomes."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.